Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
During the dressing change on the patient's right arm, blood was leaking at the attachment of the PICC line and the extension set. A crack was note on the hub.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review. There was evidence of use with bodily fluids present. The catheter hub was examined and it was visually confirmed that there was a crack in the hub which would result in leakage. According to the event description, the leakage wasn''t observed until a dressing change was being conducted. If the crack had been present before insertion of the catheter, leakage should have occurred upon insertion. A definite root cause for the crack in the hub cannot be established with confidence. Possibly the hub received damage during the manipulation of the catheter or due to patient movement. During manufacture, l-cath PICC catheters undergo flow and leak testing (100%). Additionally, control units are subject to tensile (pull) tests to ensure the functionality of the catheters.